Manufacturer narrative:
Upon completion of the investigation, it was noted that the position of the cam when valve was received was at setting 1. The valve was visually inspected: no defects were note. The valve was hydrated. The valve was tested for programming. The valve passed the test. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested, no leaks were noted. The valve was reflux tested. The valve passed the test. The siphon guard was tested. The valve passed the test. The valve was dried. The siphon guard was removed. The valve was then pressure tested, the valve passed the test. Review of the history device records was not possible as the lot number was unknown. No root cause could be determined, as the problem reported by the customer could not be duplicated. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
The reported valve was implanted to a patient who has an sah on (B)(6) 2017 via l-p shunt with setting 3. The patient left the hospital on (B)(6) 2017. However, the patient felt difficulty with walking, so the surgeon changed the pressure setting from 3 to 2 on (B)(6) 2017 (the setting change was no problem). Then, the surgeon performed another setting change from 2 to 1 on (B)(6) 2017. However, the patient¿s condition was not getting better, and the patient was hospitalized due to suspected shunt dysfunction on (B)(6) 2017. Finally, the revision surgery was performed on (B)(6) 2017 with 82-8806 via v-p shunt (setting was 3). The patient is a (B)(6) years old male with sah, and his initial is ot. The surgeon questioned that there is a possibility the obstruction may be occurred somewhere other than valve since the setting change was successfully done. No further information was provided by the hospital.